Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer was unable to clear the alarm. Customer stated all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed self-test and displacement test. All buttons function properly. Unit successfully downloaded to thus. Pump was cut open for visual inspection. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and no anomalies noted. Unit was received with : battery tube threads - cracked, cracked reservoir tube lip, cracked case on battery side, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. All buttons functioned properly during test. No keypad anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.